Event description:
It was reported that the patient experienced infection. As such, such the incision sites was opened on (B)(6) 2022. Reportedly, the physician believed the infection was superficial and not around the implants. The patient was admitted and the infection is being treated with IV antibiotics.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein a wound debridement at the ipg pocket was done.

Manufacturer narrative:
Per the additional information received (b5), this device is no longer reportable.

Event description:
Related manufacturer reference number: 1627487-2022-04264 related manufacturer reference number: 1627487-2022-04265 related manufacturer reference number: 1627487-2022-04266 additional information received indicates that the infection was at the patient¿s old ipg pocket site. There is not infection at the implant site of this ipg.